Event description:
The customer reported the system has vertical and horizontal lines on the monitor. Image on monitor is out of sync. No pt injury was reported.

Manufacturer narrative:
The svc rep found the camera image vertical and horizontal sync out of phase. Tried adjusting image. System was unresponsive to adjustments. Camera suddenly reacted to adjustments and the rep was able to adjust the image. The rep rebooted the system three more times with no more failures. He recommend that the site possibly replace the camera system.